Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed a ruby coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another ruby coil through the body of the microcatheter. The ruby coil was, therefore, removed, and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.